Event description:
A customer from (B)(6) reported a misidentification of a staphylococcus aureus strain as staphylococcus lugdunensis in association with the vitek® 2 gp ID test kit ( lot 2420488103). The strain was twice identified as staphylococcus lugdunensis with the gp ID card. The staphylococcus aureus identification was confirmed by maldi-tof. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: no testing set up information was provided. Four (4) laboratory reports were received with three (3) reports showing an excellent identification of s. Lugdenensis and one (1) with a very good identification of s. Lugdenensis. Two (2) laboratory reports showed two (2) atypical negative reactions (aglu, phos) and two (2) laboratory reports showed five (5) (mostly negative) atypical reactions (negative: aglu, phos, dmal, dman & positive: sac) for an identification of s. Aureus according to the gp knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Gp lot # 2420488103 and 2420500403 met final qc release criteria. These lots passed initial qc performance testing.